Event description:
It was reported that the patient developed a painful device pocket after losing a significant amount of weight. The cardiac resynchronization therapy defibrillator (crt-d) was explanted. A new device was placed in a submuscular pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted (B)(6) 2011. 407645 lead, implanted (B)(6)2009. 3058 ipg, implanted (B)(6) 2021. 3889-28 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.